Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that unspecified issues occurred with the follow app. The patient stated they had a few crisis situations with the device due to alert glitches and the follow app not updating in real-time and alerts not sounding. They stated that they live alone, are hypo unaware and easily confused when hypo. They have been ¿unknowingly trending down fast and then sitting in hypoglycemia for periods of time.¿ when they are in a hypo state, they don¿t hear the alerts, and often dexcom alerts are not timely and sometimes don¿t even happen.¿ the patient provided an example that there was a drop from 140 mg/dl to 70 mg/dl in 45 minutes but the device showing a steady arrow. There was no report of medical intervention. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.